Event description:
A malfunction on the pump was reported by the customer, who did not experience any notable events before the issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction recurs and acknowledged this advice.